Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged on the issue with insulin pump piston - it is not moving. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed, and the customer reported that pump was dropped/bumped with no visible pump damage. Pump alarmed during testing. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1812 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to deformed motor slide piston. Unit passed selftest, unable to verify no delivery alarms during testing due to damaged motor slide piston. Successfully downloaded history files and traces using thump. No delivery alarms were noted in the history/traces on the event date or 2 days prior to the event date. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted on all electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), stained keypad overlay, pillowing keypad overlay, cracked case at belt clip rail corner, cracked battery tube threads, stained serial number label, missing end cap address label, and scratched case. No pistol parts on any ngp pumps, however found the motor slide piston damaged during visual inspection of the reservoir tube. Unexpected insulin flow blocked alarms/no delivery alarms, drive/motor anomaly, pistol anomalies, and fill cannula anomalies could not be confirmed during analysis due to damaged motor slide piston. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.